Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6) ubd: 28-jul-2027, UDI#: (B)(4) h3. Analysis of the 8781 catheter was completed 2026-jun-19 and identified an anomaly to the catheter/guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving hy dromorphone (5mg/ml at an unknown dosage) and bupivacaine (5mg/ml at .4998mg/day) via an implantable infusion pump for unknown indication for use. It was reported that on the date of surgery, they opened a catheter stylet and pushed through the tip of the catheter. It was clarified that the stylet went through the catheter while being manipulated by the hcp. No troubleshooting was performed. The rep reported they opened the product but it was not used, and another catheter was used to resolve the issue. The device would be returned. Additional information was received from the manufacturer's representative (rep). It was reported that the reason for surgery 2026-j un-05 was placement of the new intrathecal pump and catheter.